Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started reading inaccurately on (B)(6) 2017. She indicated that on that date, the patient had obtained a high blood glucose result (result not specified) on the subject meter. The patient manages his diabetes with insulin (self-adjuster) and takes 32 units of lantus insulin at night. She reported that the high reading had been treated with 4 units of insulin administered by a non-hcp at 6pm. She reported that the patient had later developed symptoms of ¿disoriented and shaky¿ and had obtained alleged inaccurately erratic blood glucose results on the subject meter of ¿122, 145 and 235 mg/dl¿ performed within 20 minutes of each other at 6:20pm. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The reporter indicated that the patient¿s symptoms were treated with glucose tablets along with food by a non-hcp. At the time of troubleshooting, the reporter confirmed that the patient was using an approved sample site to obtain the blood samples and the meter was set to the correct unit of measure. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date and she described the correct testing steps. The reporter did not have control solution to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Disoriented and shaky, while using the lfs product. Because the patient had developed the symptoms after he had received insulin based on a result on the subject meter, the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.